Event description:
During inspection of the sapien xt valve prior to crimping, a small particle was observed on one of the pericardial leaflets. The debris was noticed immediately after removing the valve from the glutaraldehyde solution and prior to placing it in the rinse bowl. It was a small, green, fibrous material, possibly suture. Attempts were made to remove the particle, but these attempts were unsuccessful. A new valve was opened and the case proceeded uneventfully.

Manufacturer narrative:
The complaint device (29mm sapien xt valve) was returned to edwards for evaluation. The valve was received unused and attached to the valve holder. During visual inspection one piece of material was found on the inflow side of the valve. The particle was isolated for material analysis; the material was approximately 0.5mm long. The valve was then observed under magnification and there was no observable damage to the valve sutures, frame, skirt, or leaflets. Material analysis indicated a 97% similarity match to monofilament thread used during the attachment of the sapien xt valve to the holder and to the ID tag. The device history record (DHR) review of the affected sapien xt valve shows the device met specifications prior to distribution of device. Engineering evaluation of the returned valve confirmed material was on the inflow side of valve. In this case as reported, the small particle was noted after removing the valve from the glutaraldehyde solution and prior to placing it in the rinse bowl. Based on the material analysis and the chemistry results, the monofilament thread is a known material used during the manufacturing process. While particulates can come in contact with the device from various sources, including manufacturing cleanroom and operating room environments, a review of complaint data shows the frequency of particulate related complaint to be low, thus re-enforcing edwards¿ manufacturing and inspection controls. Sapien xt valves are manufactured under controlled environments which meet all industry cleanliness classification requirements per (B)(4). All personnel entering or working in edwards¿ manufacturing facilities must follow specific rules and gowning procedures per standard operating procedures to reduce particles and control contamination that could impact product. Throughout the manufacturing process sapien valves are 100% visually inspected. Prior to final packaging, a 100% visual inspection is performed to look for foreign materials on the valves as well as inside the jars. These manufacturing inspections mitigate against the potential for particulate on the leaflet. Additional root cause investigation and corrective actions regarding contamination on valves is underway.

Manufacturer narrative:
Investigation is ongoing.